Event description:
Event description boston scientific received information that one day after the implant procedure this right ventricular lead had was explanted and replaced with a competitor's lead due to dislodgement. We received additional information that the competitior's ventricualar lead dislodged the next day. One month later, loss of right ventricular capture and high threshold meaurements were observed from the competitor's lead, subsequently the deivce output was increased.